Event description:
Reporter initially noted aspiration failed, system displayed error messages. Pt was not harmed, but failure was during surgery. Additional info received noted surgeon continued procedure using extracapsular technique. Had to do a 5.2mm incision; prescribed corticosteroids and oral dimethylpoliciloxin. Pt is in process of recuperation. No additional pt info anticipated.

Manufacturer narrative:
Product was not received for evaluation, or root cause analysis to date. Customer was contacted for additional pt info, but no identification was provided.